Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 455 mg/dl, 51 mg/dl and 138 mg/dl which was treated with chocolate for low blood glucose. Customer stated that insulin pump works fine and they did not want to troubleshoot. Customer stated that auto mode feature was not active. The insulin pump will not be returned for analysis.